Event description:
It was reported that the system lost power and shut down without command. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and found the frame grabber card needed to be replaced. The system has been unavailable for completion of repairs. No conclusion can be drawn as repair info is not available.